Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed multiple loss of prime warnings with low non zero and zero force. The pump was exercised for 24 hours with no loss of prime duplicated. The force calibration passed within specifications. The pump was opened and there was no evidence of physical damage on the force sensor pins. Unrelated to the original complaint, the battery compartment was observed to be cracked along the side and from the bottom traveling to the bumper. Additionally, the bolus button cover was found to be torn but the button was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.